Manufacturer narrative:
This report is submitted on december 2, 2020.

Event description:
It was reported the patient underwent a revision surgery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.